Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. No symptoms were noted and it was treated with a manual injection. Customer noted the no delivery alarm occurred, but it was unsure how it happened. During troubleshooting, the device failed the high-pressure test. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08840 inches. No unexpected no delivery alarms noted. Unit received with no delivery alarm functioning properly. Unit received with corroded battery tube, cracked battery tube threads, cracked lcd window, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, stained end cap sticker, cracked belt clip slot and minor scratches on lcd window.